Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handle: during bone resection the clip to hold/adjust the handle popped off. Tka procedure.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported issue: the screw in the handpiece handle was loose/fell out. Product history review: device history records indicate 25 devices were manufactured under lot k079w and 23 including 4200630 were accepted into final stock on 6/15/2016. A review of qt16-06-0063 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k079w shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage of unit. The positional latch is disconnected from the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis: material analysis was not completed because the failure was visual. Functional inspection: the handpiece motor and electronics function as intended. Conclusion the position changing latch at the proximal side of the mics is connected wit:h a pin. If parts of this connection are worn they can dislocate.

Event description:
Mics handle: during bone resection the clip to hold/adjust the handle popped off. Tka procedure.